Event description:
This report summarizes 2 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. - 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 2 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 1 previously reported event is included in this follow-up record. Product return status 1 device was not available for evaluation.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. - 1 event had the problem identified during a non-clinical procedure; there was no patient involvement.